Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo shows a peel-away sheath partially torn down the intended blue lines. No signs of an incorrect tear were observed. The complaint of peel-away sheath tears incorrectly was not able to be confirmed by the photo. It is noted that follow-up with the customer indicates an operator use error. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit informs the user, "grasp tabs of peel-away sheath and pull away from the catheter, while withdrawing from vessel until sheath splits down its entire length. Precaution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis." The customer report of peel-away sheath tearing incorrectly was not confirmed by visual inspection of the customer supplied photo. The peel-away in the customer provided photo appeared partially torn down the intended blue lines. No signs of an incorrect tear were observed. Full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: patient had a midline placed by IV team. As IV team rn finished midline placement, one of the white peel away tabs on the sheath broke away. No harm to patient. IV team rn able to remove sheath without damaging or movement of midline.

Event description:
It was reported that: patient had a midline placed by IV team. As IV team rn finished midline placement, one of the white peel away tabs on the sheath broke away. No harm to patient. IV team rn able to remove sheath without damaging or movement of midline.

Manufacturer narrative:
(B)(4).